Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer continuous failed. The customer stated that the malfunction occurred during the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no drawer failure was found during the arrival of field service engineer. A field service engineer found a vial cap on trays along with paper, and foiled medication packaging under the trays. The debris was vacuumed out from beneath the trays. A rough spot was observed on the row board cable, which was then replaced. All contact points for the row board cable, trays, pockets, and drawer controller board were cleaned. The retractor cables were reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.